Event description:
It was reported that the pt received an as humeral head fx left 44, left side, on (B)(6), 2011 and due to subacromial pain, partial ssp-rupture, the pt under went revision surgery on (B)(6), 2013. The stem still implanted in pt.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While the cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once more information has been received. (B)(4).